Event description:
The customer reported that the cap piercer involving a unicel dxc 800 synchron system had leaked onto the sample tube caps. The customer stated that they had changed the blade the previous day and placement of the blade was verified. The customer was wearing personal protective equipment consisting of gloves, eye glasses and laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and noted that the seal over the valve arm on valve v3 was not seated properly. The fse repositioned the seal to resolve the issue and repair was verified per established procedures.

Manufacturer narrative:
Failure mode was determined to be that the seal over the valve arm on valve v3 was not seated properly. (B)(4).